Manufacturer narrative:
Trackwise ID#: (B)(4). Updated sections: b-4, d-9,g-3, g-6, h-2, h-3,h-6, h-10. The lot # 3000269870 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system h3 other text : device not returned.

Event description:
Related to 1029775 and 1029787 the hospital reported that during a coronary artery bypass procedure, before they placed the axius coronary shunt 1.25 mm in the coronary, the shunt tip fell off into the pericardium chest. They were able to find the tip and retrieve it with the forceps, and did not use it. It never went into the coronary. Suction was used to retrieve them. There was bleeding that was caught by the cell saver. No alternative device was available, clamped coronary and restricted flow using a bulldog clamp. Added time due to the multiple device failures. No harm. This is considered a near miss.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.